Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station had a login screen prompting for system configuration, requiring administrator service account credentials to continue. A technical support specialist remoted into the station and configured the pop-up with the cfnadmin username and password to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was unusable requesting admin service account update. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.